Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise and high capture thresholds causing pacing inhibition. Programming changes were performed, and the patient was scheduled for a procedure. The lead was then capped and replaced on (B)(6) 2022. The patient was discharged.